Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. A device history record (DHR) review was conducted: part: 407.035s, lot: l884294, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 08 may 2018, expiry date: 01 may 2028, since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 407.035, lot number: l797878, manufacturing site: (B)(4), release to warehouse date: 20 march 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was operated with an osteosynthesis on the inferior limbs in (B)(6) 2020. Since (B)(6) 2020, the patient had an allergy. No further information provided. This report is for one (1) 4.0mm ti cancellous bone screw partially threaded/35mm. This is report 2 of 3 for complaint (B)(4). This complaint involves total 13 devices. Additional 10 devices are reported under the related complaint (B)(4).